Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to femoral loosening.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard ps tibial bearing, cat#: 183644 lot#: 031570. Biomet tibial trays, cat#: 141234 lot#: j2746565. Biomet series standard patella, cat#: 184762 lot#: 848060. The complaint device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see reports 0001825034-2017-07007, 0001825034-2017-07121, 0001825034-2017-07126, 0001825034-2017-07127.

Event description:
It was reported that patient underwent left total knee procedure and subsequently experienced pain immediately post-operative. Patient is being scheduled for a revision due to pain and slippage of device.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products: cobalt hv bone cement 40g. Item# 402282, lot#606270. The reported event is considered confirmed after review of the x-rays and the returned device. Visual evaluation of the returned femoral component identified some bone cement adhered to the superior surface. The adhered bone cement was found mostly on the posterior surface of the device and very little bone cement was seen elsewhere. X-rays were provided and reviewed by a hcp. Review of the x-rays identified the following: left total knee arthroplasty with suggestion of lucency at the bone cement interface of the medial femoral condyle seen on the ap film. No anatomy concerns. Review of device history records identified no related deviations/ anomalies during manufacturing. The patient reported that they fell on their knee twice prior to the revision surgery which could have contributed to the reported failure; however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now reported that the patient was revised due to pain.